Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges defective implant, pain, stiffness, discomfort, weakness, limited to perform normal activities, anxiety, toxicity of the metal and emotional distress. (B)(6) 2008 ; (B)(6) 2017 (right hip) asr.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.